Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "door not recognize door shut" caused by a failed upper hook switch. The upper auxiliary assembly, which contains the failed upper hook switch, was replied.

Event description:
It was reported that a spectrum pump does not recognize a shut door. Any patient involvement, injury or medical intervention is unknown.